Event description:
A non-healthcare professional reported with a description of lens explanted. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported with a description of lens explanted. Additional information was received stating that, the lens was explanted due to dry eye disease which was the patient's history. The diagnosis of the harm was glare and photophobia. After the explantation and re implantation with other company lens, the patient's condition resolved.

Manufacturer narrative:
The product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the patient's preexisting dry eye disease was a contributing factor. The 22.0 diopter (add power +2.17/+3.25) lens was replaced with a non-company monofocal lens. The manufacturer internal reference number is: (B)(4).